Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported by the customer that looks like a very small amount may have come out of the syringe during installation, but definitely not down to 3.82 ml. Verbatim: material#: unknown. Batch#: unknown. The first image is the syringe prior to installation. Second image is of the pump screen, showing it reading 3.82 ml. Third image is the syringe after. It looks like a very small amount may have come out of the syringe during installation, but definitely not down to 3.82 ml.

Manufacturer narrative:
Unfortunately, a lot number could not be submitted for this complaint and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally, the photographed syringe provided to aid in our investigation did not clearly display the reported leakage. Unfortunately, without the ability to observe the reported nonconformance our quality engineers were unable to determine the root cause for this complaint.

Event description:
No additional information provided.